Manufacturer narrative:
Device lot number was updated. The device history record (DHR) review for the effected valve was performed and all manufacturers' specifications were met prior to release for distribution. Imaging for this case was requested however, to date, it has not been provided to edwards lifesciences for review. Per the device's instructions for use (IFU), complications associated with aortic valve replacement and bioprosthetic heart valves include paravalvular leak (pvl). Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Some pvl is expected post deployment. Many cases are mild to moderate (< 3+), and either resolve over time or do not cause symptoms. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, a combination of patient and procedural factors likely caused or contributed to the event. Per the report received, the valve was intentionally deployed 60:40 aortic in an attempt to cover a bulky left coronary leaflet. It is very likely the initial aortic insufficiency was a result of the patient's bulky calcification and not due to valve function. The patient did not tolerate the (2+) moderate aortic paravalvular leak (pvl) post transcatheter aortic valve replacement (tavr) procedure and received an savr on (B)(6) 2012. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. This is one of two reports being submitted for this event. (B)(4).

Event description:
As reported by the edwards clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure, following deployment of the 26mm sapien valve, there was moderate to severe aortic insufficiency which required placement of a second sapien valve. Final echo revealed 2+ paravalvular leak and zero central aortic insufficiency. However, additional information received from the clinical specialist, indicates this patient did not tolerate the moderate paravalvular leak after the second valve and received a surgical valve two days later. The patient was stable and in good condition following the second procedure.

Manufacturer narrative:
Investigation of this event is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report 2015691-2012-17637 for the first sapien valve implanted; (B)(4).